Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that a peek aiming guide, for the volar distal radius plate, was left in the patient. This was discovered after the distal radius procedure was completed and the patient was already in a post-operation room. At this time, an x-ray was taken, which confirm the peek aiming guide was indeed left in the patient. Patient was then taken back to the operation room to have the guide removed.

Manufacturer narrative:
The complaint device was not received for evaluation. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause of the reported failure is user error, as the device was left inside the patient.